Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The control board was returned. The malfunction was duplicated and attributed to a faulty switch on the control board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.